Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia and metrorrhagia had resolved and the dermatitis allergic, psychological trauma, vaginal infection, fatigue, migraine, headache, alopecia, nausea and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, vaginal discharge, vaginal infection, fatigue, weight gain, migraine, headaches, hair loss, other, nausea and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ was replaced with new events added: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) , anemia, metrorrhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, vaginal discharge, vaginal infection, fatigue, weight gain, migraine, headaches, hair loss, nausea and adenomyosis. Reporter information were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.